Manufacturer narrative:
Method: device history review; complaint history review;results: the plausible root causes of the reported event are fatigue from normal wear and cantilever overload applied by the user.conclusion: the slide trial handle was confirmed to have a fractured tip upon visual inspection. The tip of the handle was found in the returned rasp. The reported harm was a 20 minute surgical delay. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that the surgeon placed a 14mm slide rasp into the l5-s1 disc space. Upon trying to slap hammer the rasp out with substantial force, the inserter snapped off at the base of where it screws into the trial.

Event description:
It was reported that the surgeon placed a 14mm slide rasp into the l5-s1 disc space. Upon trying to slap hammer the rasp out with substantial force, the inserter snapped off at the base of where it screws into the trial.